Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had pain at the ipg pocket site whether the stimulation was on or off. The patient had fallen, and the physician initially thought the patient needed to heal. The stimulation had not changed. Follow up identified the pain had not resolved. The physician planned to explant the scs system at a future date.